Event description:
It has been reported that one bd¿ pen needle 31gx5mm has been found with the needle breaking off during use. The following has been provided by the initial reporter: at around 11pm on (B)(6), a father helped her daughter inject growth hormone. During the injection, the child trembled. After the injection, the needle was pulled out normally. It was found that there was needle missing on the injection pen. The child was taken to hospital for x-ray/CT examination immediately. The needle was not found in the body, but the parents were sure that the needle was broken in the abdomen. On (B)(6), the parents went to a different hospital to see the doctor. The doctor did not recommend doing it again. Relevant examination was that it was difficult to remove the needle after detecting a broken needle in the abdomen. Later, the patient decided to go to another hospital for another CT.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned for evaluation. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Seven retention parts were inspected for cannula angle, cannula appearance and cannula pull force. All results passed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on the investigation, the cause cannot be concluded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ pen needle 31gx5mm has been found with the needle breaking off during use. The following has been provided by the initial reporter: at around 11pm on december 9, a father helped her daughter inject growth hormone. During the injection, the child trembled. After the injection, the needle was pulled out normally. It was found that there was needle missing on the injection pen. The child was taken to hospital for x-ray/CT examination immediately. The needle was not found in the body, but the parents were sure that the needle was broken in the abdomen. On december 11, the parents went to a different hospital to see the doctor. The doctor did not recommend doing it again. Relevant examination was that it was difficult to remove the needle after detecting a broken needle in the abdomen. Later, the patient decided to go to another hospital for another CT.